Event description:
It was reported that the patient with this right atrial (ra) lead experienced pericardial effusion and a pericardiocentesis was required. In addition, this ra lead exhibited high pacing thresholds, and it was surgically abandoned and replaced in a revision procedure. No additional adverse patient effects were reported.